Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient had discomfort at the ipg site. The patient underwent a revision procedure wherein the ipg was repositioned. No device malfunction was suspected.